Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer declined to troubleshoot to determine a possible cause of the inaccurate reading. The customer's blood glucose (bg) level was 34 mg/dl and the customer's spouse assisted the customer by providing soda to drink to address the low bg. The customer stated that fill estimate issue was the root cause of the low bg; however, the customer declined to provide more details about the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. Cartridge change sequence was completed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.